Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0 were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to measure the opening pressure of the valves, they are connected to a computer-controlled miethke testing device that simulates the flow of cerebrospinal fluid. The valves are tested in both horizontal and vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. Results: based on the traceability, we cannot determine any deviations in the sterilisation protocol. At the time of the investigation, it was not possible for us to determine how the infection occurred. In addition, we examined the products sent in for their specifications. Based on these investigation results, we can determine visible deposits on the progav 2.0. The deposits did not affect the technical properties at the time of the investigation. Furthermore, we can determine no functional deviations or other abnormalities in the shuntassistant 2.0. The valve is working within its specifications. The examination of the return is completed with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx644t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, a catheter was infectious. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.